Event description:
It was reported that due to the right ventricular (rv) lead r wave sensing drop there was t-wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. Analysis of the device memory indicated beginning (B)(6) 2014, rv amplitude measurements have decreased from greater than 20mv down to 3.3mv. Episodes of twave oversensing (twos) noted; twos algorithm withheld detection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).